Event description:
It was reported that the patient received recall letter in august from surgeon. Patient states that she dislocated her hip and has a torn tendon. Patient states that she has to schedule revision surgery.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the patient and was not returned to the MFR. Add'l info was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.